Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report. Biomet will forward a copy to FDA. Evaluation of returned device is in process, but not yet complete.

Event description:
It was reported that anchor split and fractured when inserted in the coracoid process. A portion of the anchor was removed. Subsequently, physician pre-drilled and an additional component was used to complete the procedure.